Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Upon inspection of the device, it was observed that the device probe was broken off. The exact cause of the issue could not be determined. However, based on investigation results in the past, the probe might have contacted with other surgical instruments, or non-insulated area as described below. This might have caused the probe to break. (1) hard tissue, a metal object or a surgical instrument had been in contact with the probe during the output activation in seal and cut mode causing the scratches on the probe. (2) the device was activated in seal and cut mode or while the grasping section was grasping tissue. This applied a force to the scratched area of the grasping section, causing this area to have cracks. (3) a force was applied to the probe causing it to break. Or, (1) grasping section was closed without grasping anything while the device was activating in seal and cut mode (this includes after tissue resection) causing the tissue pad to wear out. (2) since the tissue pad was worn out, non-insulated area of the grasping section and the distal end of the probe came into contact. (3) the output was activated in seal and cut mode in state of description stated above. Therefore, scratches (contact marks) were made on the distal end of the probe and the grasping section, indicating that they came into contact with each other. (4) the device was activated in seal and cut mode or while the grasping section was grasping tissue. This applied a force to the scratched area of the grasping section, causing this area to have cracks. (5) a force was applied to the probe causing it to break. The instructions for use includes the following statements that warn against the issue: ·do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
As reported for this event by the customer, during a therapeutic right hemicolectomy procedure the device probe tip broke off for no apparent reason and fell into the patient. The broken piece was retrieved from the patient body by grasping. The procedure was completed with a new similar device. There is no harm or adverse impact to the patient. The functional mode at the time of the event was seal and cut 1. The device was inspected prior to use with no abnormality noted.